Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service. This MDR was originally submitted on 09/29/2015 and is being resubmitted as we never received acknowledgment 3 and we were not able to confirm receipt by the FDA. Reference (B)(4).

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.